Event description:
The therapist was called into the pt's room and found the nurse manually ventilating the pt. She stated that a high pitch noise occurred, and the ventilator stopped working. The power was in the "on" position, and the ventilator was not functioning. An attempt was made to switch to another outlet, but still no power noted to vent. The pt was difficult to ventilate. The therapist suctioned the pt for a large amount of plugs. The pts blood pressure also deteriorated during this time. The pt was placed on another ventilator. Within 7 hours the pt was weaned off the ventilator and extubated.